Manufacturer narrative:
(B)(4). Batch # n56537. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present casing half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a low anterior resection procedure the device only fired a portion of the staples. It was unknown how much of the staple line fired. The device did cut the tissue. The staples did not form the b shape. All the staples just fell out of the tissue. It was unknown if this occurred on the patient side, the specimen side, or both. Procedure was completed by hand-sewing for the remainder of the procedure. There were no patient consequences reported.